Event description:
It was reported that the patient had an atrial fibrillation (afib) ablation on (B)(6) 2013. The patient developed an atrio-esophageal. On (B)(6) 2014 the patient had surgery to repair this issue. Clarification has been requested on the afib ablation date of (B)(6) 2013 and also requested additional information on the event however, no response has been provided.

Manufacturer narrative:
On a(B)(4) 2014, additional clarification was provided on the event. The patient went in for an atrial fibrillation (afib) procedure. They performed the standard pulmonary vein isolation (pvi) with no additional posterior lesions. The procedure was completed. The patient came back to the hospital one week later for pericarditis and chest pain. A fistula was noted. Surgical intervention was performed. The patient required extended hospitalization. The patient had a stroke and remains hospitalized. The physician did not consider that the event¿s causality was due to any malfunction of the bwi products however, he thought that the causality was device related and procedure related. Originally it was reported that the serial number for the stockert 70 rf generator was unknown. The serial number has now been provided as (B)(4). (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that the patient had an atrial fibrillation (afib) ablation on (B)(6) 2013. The patient developed an atrio-esophageal. On (B)(6) 2014 the patient had surgery to repair this issue. Additional clarification was provided on the event. They performed the standard pulmonary vein isolation (pvi) with no additional posterior lesions. The procedure was completed. The patient came back to the hospital one week later for pericarditis and chest pain. A fistula was noted. Surgical intervention was performed. The patient required extended hospitalization. The patient had a stroke. Follow-up was performed and service was declined. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system; mfg #: m-4800-01; serial #: (B)(4). Coolflow pump; mfg #: unknown; serial #: unknown. C3 ez steer cs with auto ID; mfg #: d-1263-06-s; lot #:unknown. Soundstar eco catheter; mfg #:m-5723-15; lot #:unknown. (B)(4).